Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced significant tenderness and pain around the battery site, which was beyond their usual sensitivity, and also noted tenderness near the lead extensions. Touching the area around the generator caused significant pain, and the generator was observed to move when the patient turned their head, which appeared to exacerbate the irritation. There was no erythema or fluid around the battery or lead extensions. The movement of the ipg was believed to be due to scar tissue adherent to the extensions or battery. The patient has been trying to ignore the symptoms for several months, but the pain has become untenable, and they now fear charging the ipg due to the pain. It was determined that scar tissue around the lead extension at the ipg would be lysed. If this did not resolve the issue, replacing the lead extensions would be considered, although this was not expected to be necessary. No environmental or external factors were reported. Surgical intervention is planned and scheduled for (B)(6) 2025. The issue is not resolved at this time, and no further information is available from the healthcare professional.